Event description:
It was reported there was a motor stall without recovery, the patient was experiencing withdrawal symptoms, and a pump replacement was subsequently done. The patient was refilled on (B)(6) 2012, and the pump showed a motor stall that began on(B)(6) 2012 as well as a tube set alarm on (B)(6) 2012. The patient was having withdrawal-type symptoms and is in the emergency room (ER) as of (B)(6) 2012. The patient did not have an MRI or anything else that was thought might be cause for the stall. The pump was replaced later that day. The catheter was patent, therefore left in place. It was noted that pump programming prior to replacement was dilaudid 16mg/ml at 3mg/day and prialt 65mcg/ml at 14mcg/day. The same drug was used in the new pump and dose was adjusted to dilaudid 1.45md/day and prialt 6mcg/day. It was later reported on (B)(6) 2012 the patient was doing well and was being sent home. It was not clear on what date the patient was "sent home." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Manufacturer narrative:
Final analysis of the pump found there were multiple stalls and recoveries in the logs. Significant residue and shaft wear was found on the upper shaft of gear 2. Some residue was also found on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly.

Event description:
Additional information: it was later reported that the symptoms related to the event were flushing, redness, 'felt like he was on fire,' hallucinations, burnt taste in mouth, memory problems, dizziness, chest pains, palpitations, and breathing difficulties, 'due to withdrawal symptoms from dilaudid, the symptoms were not related to prialt.' It was also noted that the 'pump/catheter failed.' The patient was seen in office on (B)(6) 2013, was 'doing well,' and 'recovered.'

Manufacturer narrative:
(B)(4).